Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, a faulty connector was confirmed. Therefore, it was determined that the reported phenomenon, ¿e226 (scope communication error)¿, occurred because the video function did not work properly due to faulty connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the connector end of the hd 3cmos autoclavable camera head is chipped. The event occurred during reprocessing. During a standard service inspection of the customer returned device, an e226 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e226 error on the screen due to a faulty connector, kinks and knot on the cable, and a faded serial plate were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.